Event description:
It was reported by a customer that on (B)(6) 2011 there was a decrease in fiber vaporization efficiency at 15,000 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached and the fiber broke proximal to the fusion zone. The metal and glass caps were not returned. The identified issues noted above may activate the fiberlife function which would modulate the power to show a pulsing beam or the system would be placed into standby mode. This may also cause forward firing. The joules verified on the fiber card were 95,960 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.